Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2028835 , medical device expiration date: 2026-12-31, device manufacture date: 2022-03-17, medical device lot#: 2028837, medical device expiration date: 2026-12-31, device manufacture date: 2022-03-17, medical device lot#: 2094410, medical device expiration date: 2027-02-28, device manufacture date: 2022-05-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced scale marking issues, missing scale markings, and illegible scale markings. The following information was provided by the initial reporter: it was reported by the customer that syringes were found with smudged/ missing graduation marks.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced scale marking issues, missing scale markings, and illegible scale markings. The following information was provided by the initial reporter: it was reported by the customer that syringes were found with smudged/ missing graduation marks.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jan-2023. H6: investigation summary our quality engineer inspected the 1 photo and 2 loose samples submitted for evaluation. The reported issues of scale marking missing and scale marking illegible / blurred / rings were confirmed upon inspection of the samples. Analysis of the samples showed that some irregularities in the printing were present. One sample was observed to have its 0.4 and 0.6ml grad lines lightly printed, however the lines were over 50% present and the syringe still usable which was acceptable per product specification. One sample was missing several grad lines between the zero and 2ml grad lines. The observed condition was non-conforming per product specification. Bd determined that the cause of the failure was associated with the marking process. A device history review could not be completed as no batch number was provided. H3 other text : see h10